Manufacturer narrative:
External insulation abrasion was noted at 46.5cm-48.5 cm from the distal tip consistent with lead friction to the ICD can another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of low defibrillation impedance and output anomaly.

Event description:
It was reported that a patient presented via merlin.net transmission. Upon review, an alert for potential hv lead issue and hv circuit damage were noted. Review of the vf episode revealed that multiple therapies failed to convert the rhythm possibly due to out range low hv lead impedance. The therapies were abandoned by shorted output stage detection and rhythm was converted on its own. The initial cause of the over current detection was possibly caused by underlying lead issue that was uncovered by hv therapy delivery. The initial therapy could have also caused the device damage. Lead revision and device replacement were suggested. No patient symptoms were noted. Later, the patient presented to the ep lab with low out of range alert for ocd on the rv lead. The hv therapy was turned off. The patient was admitted to the hospital for overnight with external defib support. The device and the lead were explanted and replaced. The patient was stable during the procedure.